Event description:
A malfunction alarm with code "malf 0" was reported, but there were no notable events leading up to it. There was no adverse impact on the customer¿s blood glucose level. The malfunction code was resettable, and technical support provided information to the customer to reset the pump. After resetting, the issue did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction reappeared. The caller acknowledged and understood these instructions.